Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were returned separately; the seal was intact. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "only half of the wafer closed" was confirmed as a failure to load properly. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, "only half of the wafer closed." This is interpreted to mean that the heartstring iii proximal seal did not load properly. A new kit was used to complete the procedure. There were no pt effects. The product was returned.